Event description:
Customer reportedly received the following results within 10 minutes on the same device: 429 mg/dl, 185 mg/dl, 176 mg/dl, 407 mg/dl, and 527 mg/dl. No high blood glucose symptoms. Controls were run and in range. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.